Event description:
As reported by the edwards field clinical specialist, a re-dilatation (valve fracture) of a previously implanted 26mm sapien 3 ultra valve inside a 27mm a non-edwards aortic surgical valve was performed. There was no 2nd valve implanted. The re-dilation was successful. Per report, during the initial implant of the sapien 3 ultra, a decision was made not to fracture the surgical valve after thv deployment. The patient presented with a gradient of 70mmhg post initial procedure. There was no patient injury. In addition, the thv valve was under expanded after the initial procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and h6: type of investigation, investigation findings, and investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for increased gradients post implantation was unable to be confirmed due to unavailability of the medical record or imagery. In this case, available information suggests procedural factors (under expanded valve) likely contributed to the event as thv valve was under expanded after the initial procedure due to a decision not fracture the frame of the previously implanted surgical valve. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstruct, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.